Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was in the low 40's mg/dl at the time of the call. The customer treated themselves with insulin shots. The customer stated that they had x-rays , but that they had taken the insulin pump off before taking them. Customer states a basal was not programmed before the alarm rang. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
No reset error alarm was noted and the insulin pump passed the reset error test. Several alarms were noted in the history file due to a corrupted history file. The insulin pump passed the functional testing. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.